Manufacturer narrative:
Refer to field for the results of the imaging evaluation.

Event description:
On (B)(6) 2015 the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. The gore® excluder® aaa endoprosthesis contralateral leg component was used as a distal extension of the main device. During removal of the delivery system the leading olive of the contralateral leg component was not visible under fluoroscopy view. The leading part of the system broke and was successful snared during the procedure. The patient has a history of an elongated vessel.

Manufacturer narrative:
The engineering evaluation showed the following: the guidewire and the introducer sheath used for the event were not returned, and therefore unavailable for engineering evaluation. The returned delivery catheter for the product (pxc121400) exhibited polyimide guidewire lumen detachment at the leading end of the trailing olive junction. It appeared that the fracture was due to a polyimide guidewire lumen¿s tensile failure while the trailing olive junction remained intact. It was reported that the leading olive of the pxc121400 was not visible/almost not visible under fluoroscopy. This reported observation could not be confirmed. The review of the manufacturing paperwork verified that the lot met the pre-released specification and the acceptance criteria. Based on the available information and evaluation of the returned portion of the product, the root cause for the polyimide detachment could not be determined at this time. The root cause for the reported low visibility of the leading olive could not be determined based on the currently available information. However, the device and components met manufacturing specifications and acceptance criteria.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot involved in this event met all pre-release specifications. Further investigation is being conducted and will be included in the final report.